Event description:
It was reported that a pt was being transfered from chair to bed using a hoyer lifter when the sling allegedly tore. Co cannot determine if the sling is a sunrise medical mfg product. The pt fell to the floor, hitting right side of body and head. X-rays were taken and found to be negative.